Event description:
It was reported while using bd needle 25g 1-1/2in the sterile packaging was pierced. There was no report of patient impact. The following information was provided by the initial reporter: needle poking out the sterile packaging.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 30aug2022. H6: investigation summary a device history review found zero non-conformances associated with this issue during production of this batch. Additionally, both a photograph and a physical sample were received and reviewed by our team of engineers. Our engineers noted that the bent needle of the returned sample, was an extraneous component that was inadvertently adding during the assembly process. The secondary needle was most likely caused by an abnormality in the vacuum hose that resulted in a loss of suction, and a subsequent dropping of the needle on to a previously assembled needle hub. To prevent future occurrences of this event our engineers have updated the preventative maintenance to pay increased attention to this station of the assembly process.

Event description:
It was reported while using bd needle 25g 1-1/2in the sterile packaging was pierced. There was no report of patient impact. The following information was provided by the initial reporter: needle poking out the sterile packaging.